Manufacturer narrative:
Supplemental information for the original report: in a follow-up conversation with the physician he stated the 106 msd ultrasound core was never connected to the control unit and ultrasound was never run.

Event description:
Supplemental information for the original report: in a follow-up conversation with the physician he stated the 106 msd ultrasound core was never connected to the control unit and ultrasound was never run.

Manufacturer narrative:
.A customer reported difficulty in advancing an msd into an iddc during a procedure. The customer opened a new kit and advanced a new msd with no problems. Therapy began after the minor delay of opening the new kit. The were no alarms reported during the procedure and no patient injury was reported. The problematic msd was returned and it was determined: 1. The msd was operated, although the customer reported they opened a new kit to treat the patient. 2. The msd was measured at 106cm, although it had been labeled as 135cm. 3. The msd eprom data shows the msd was programmed as 135cm, although the actual length was 106cm. Based on internal quality review pertaining to voluntary recall 3001627457-1292016-001r, this instance is being reported. Immediate correction-type actions have been implemented. A CAPA has been opened to identify and implement corrective/preventive type actions.

Event description:
In this pe case the physician was placing the msd and had problems advancing it inside the 135 cm iddc. He opened a new kit and advanced a new msd with no problems. Therapy began after the minor delay of opening the new kit. No other problems with treatment were reported. The physician asked the local rep to pick up the problematic msd for analysis by qa. Upon examination by qa, it was found that the msd actually measured 106 cm and that is had run ultrasound inside the 135 cm iddc. There were no alarms reported during the procedure and no patient injury was reported during the procedure.